Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenotic lesion was located in a moderately tortuous unspecified vessel below the knee. The physician advanced the 3mmx20mmx144cm sterling es balloon to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).